Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that there are lines on the screen; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with lines on the screen was confirmed during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.